Event description:
Medtronic received information that an implant procedure of this transcatheter bioprosthetic valve occurred within an existing surgical aortic root bioprosthetic valve. The inner diameter of the existing surgical aortic root valve was 24.5 millimeter (mm). A non-medtronic double-curved wire (lunderquist) was used. Although aware of the recommended three recaptures, approximately 5 valve attempts were made with pacing between 120-160 beats per minute (bpm). With each of these attempts the valve dislodged into the ventricle or towards the aorta. With the fifth recapture, there was resistance in the delivery catheter system (dcs) (pli-20) deployment knob. However, the valve was recaptured and removed from the patient. Of note, the resistance was caused by a leaflet from the existing surgical aortic root valve that became stuck in the capsule during recapture. Part of the leaflet was found inside the dcs capsule once the dcs removed. The blood pressure dropped and asystole presented. Cardiopulmonary resuscitation (CPR) was preformed for approximately 7-10 minutes and the patient recovered their own rhythm. A different valve was loaded within a new dcs and new attempts performed to position the valve. During the final valve release, the valve was positioned deep and dislodged even deeper. The implantation depth was about 15 mm with unspecified regurgitation. As result, a non-medtronic transcatheter valve was also implanted valve-in-valve. Hemodynamics recovered but the decision was made to keep the patient in total anesthesia for 24 hour. After 24 hours, the patient recovered. However, first degree atrio-ventricular block and left bundle branch block (lbbb) were identified. Treatment for the rhythms were not reported. Additionally, due to the medtronic transcatheter valve deep position mild to maximum moderate mitral insufficiency occurred. Treatment for the mitral insufficiency was not reported. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was not performed. During recapture of the first valve, in addition to the resistance, the capsule did not respond. The second valve was fully deployed on the first attempt at an intended depth of 3-5mm, but the valve dislodged ventricular to an approximate depth of 15mm. Per the physician, there was no calcification on the existing surgical valve which made it difficult to stabilize the transcatheter valve and resulted in the dislodgement down towards the ventricle. Following implant of the medtronic valve, severe paravalvular leak was observed. No treatment was reported. No treatment was provided for the mitral insufficiency. A permanent pacemaker was implanted to address the intermittent av block. The mitral insufficiency was stable and no treatment was done to address this. The patient recovered and was discharged home in good status. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-34, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.